Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes non-sustained right ventricular over-sensing on the implantable cardioverter defibrillator caused by noise. The patient then presented to the emergency room, where an electrophysiologist was notified of the issue. However, there were no interventions or adverse outcomes reported.